Event description:
Dental students at a medical college experienced what was described as "mild to severe reactions" while learning alginate techniques in the teaching clinic. Students were taking up to 10 impressions on each other during the course of the class. It is suspected that the repetitive exposure to the jeltrate plus anti-microbial agent was causing either allergic or chemical reactions to the students' mucosa. Reactions reported varied in severity, and included conditions such as erythema, ulceration, and sloughing. Reactions were seemingly dose related, as severity increased in relation to the number of impressions taken per student.